Manufacturer narrative:
Approximate age of device ¿ 2 years and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s caregiver accidently cut the silicone portion of the driveline approximately 3 inches from the skin exit site earlier during 2018. The healthcare professional had applied rescue tape at the time. On (B)(6) 2018, it was reported that the healthcare professional reapplied rescue tape as it had ¿fallen off.¿ technical services reviewed submitted driveline x-rays. The x-rays were found to be unremarkable.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: the report of external damage to the patient¿s driveline could not conclusively be determined through this evaluation, as the product was not returned for evaluation and no photos were submitted for analysis. Additionally, the submitted x-rays were inconclusive for any areas of potential wire compromise. The patient remains ongoing on heartmate ii left ventricular assist system. The heartmate ii left ventricular assist system instruction for use and patient handbook contain sections on ¿caring for the driveline,¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.